Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result with one patient sample using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive result. The same sample was repeated on another platform (slan-96p real-time pcr system) and generated a sars-cov-2 negative result. The negative results were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The product is performing as expected and no systems related issues were identified. While a root cause has not been identified, possible causal factors may be sample processing related, including off-label collection and sample handling, or differences in testing methods. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem was not identified.